Event description:
It was reported that when changing devices and plug it into the charger, the cardiosave intra-aortic balloon pump (iabp) units power cord reel is staped. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions, e1 event site name is (B)(6).

Event description:
N/a

Manufacturer narrative:
Additional information: e1(event site state: 41, event site postal code:(B)(6)) a getinge field service engineer (fse) was dispatched to evaluate this unit, and it was observed that the pulley system of the device's mains cable was stuck. The tangled cable was fixed by removing the pulley system. The pulley system was reassembled. It was observed that the pulley system worked smoothly. The device was delivered in working condition. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.